Manufacturer narrative:
Product analysis: it was determined on analysis that the radiofrequency (rf) head tested out of specification during incoming inspections due to the cable short circuiting which in turn would cause the programmer to switch off. The rf head cable was replaced and the device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The radiofrequency head which was returned as an associate device subsequently tested out of specification during manufacturer's assessment. No patient complications have been reported as a result of this event.